Event description:
The manufacturer received a report that a "ventilator inoperative" alarm sounded on a trilogy evo ventilator. No patient harm or injury was reported. The device was replaced with the same model. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.